Manufacturer narrative:
The event occurred in (B)(6) and was reported in journal article: error en la determinacion de la glucemia capilar ana sanchez, teresa tomasa, carlos subira, josep teixido medicina clinica, volume 135, issue 8, 11 september 2010, page 386, issn 0025-7753, doi: 10.1016/j.medcli.2009.06.025. No additional information was received, by the manufacturer, from the journal article's author. (B)(4). Device not returned to manufacturer

Event description:
Journal article reports that a peritoneal dialysis patient, with type 2 diabetes, was admitted to the intensive care unit [ICU], for treatment of community acquired pneumonia. Patient reportedly required endotracheal intubation and mechanical ventilation, accompanied by vasopressor amines, an insulin pump, and hemodiafiltration. Report notes that, 48 hours after admission, patient returned to hemodynamic stability and peritoneal dialysis therapy was resumed. Coincident to resumption of peritoneal dialysis therapy, patient's capillary blood glucose results increased and administration of subcutaneous fast-acting insulin was adjusted accordingly. Report states that, on the sixth day of ICU admission, a venous sample was obtained from the patient and, when tested in the facility laboratory, measured 36 mg/dl. A capillary sample, obtained simultaneously, reportedly measured 90 mg/dl on an accu-chek advantage system. Report notes that, due to the discrepancy between the values and suspicion of hypoglycemia, patient was treated with 50% glucose solution. Multiple blood glucose tests reportedly followed. On an unspecified number of accu-chek systems, values were reported to be greater than 200 mg/dl (exact values and number of tests not reported); an additional laboratory test returned a value of 56 mg/dl; a blood gas instrument reported glucose to be 59 mg/dl. The report states that a review of patient's prior blood glucose values was conducted, from the time of admission, which concluded that the capillary values obtained on the accu-chek system had been overestimated. The journal article states that hypoglycemia was induced by insulin administration, based on falsely elevated values obtained on the accu-chek system (noting that the enzyme used in the accu-chek test strips simultaneously measured both glucose and maltose). And, while the article discusses the impact of maltose, a metabolite of icodextrin (found in some peritoneal dialysis solutions), on blood glucose results obtained with systems relying on the glucose-dye-oxidoreductase enzyme, the specific dialysate used by the patient was not documented. No additional information about treatment received, while hospitalized, or patient's current condition was reported. The suspect product was not returned to the manufacturer for evaluation.